Manufacturer narrative:
The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "liquid around breast."

Event description:
Patient reported initially reported "having health issues due to implants". Patient later reported "liquid around breast" and pain. Device remains implanted. This relates to the right side.